Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No unexpected insulin flow blocked alarm noted during testing. The insulin pump received with scratched case, broken belt clip rails, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that for the past month the insulin pump kept blocking the insulin. They kept changing the infusion set and reservoir but the frequency of the insulin flow blocked alarm increased to 15 times a day. This lead to customer's hospitalization on (B)(6) 2017 with a diabetic ketoacidosis. Customer's blood glucose level was 26 mg/dl. The insulin pump was removed when they arrive to the hospital. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.